Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. Upon evaluation of the device, physio-control observed that the device displayed the attention and charge-pak icons and that the internal hlc batteries had been depleted. There was no information about any patient use being associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to a tin whisker growth across pin 7 and pin 8 on the power switch and charge-pak flex cable assembly. The tin whisker caused excess off current which depleted the internal hlc batteries. A replacement device was provided to the customer under warranty.